Event description:
On (B)(6) 2013, the reporter contacted animas and alleged the following: patient had blood glucose (bg) of 330 mg/dl at dinner ate 60 cho meal and took bolus of 8.6 units; now 1 hour later bg is 442 mg/dl. Patient has only been on pump for two days and has not changed site since pump start. Reporter states no leaking or bleeding; no redness at site; customer support (cs) instructed spouse to change site while on phone; patient pulled site and found straight cannula; spouse reports air bubbles in tubing; instructed to pull cartridge and inspect; reports some small bubbles in cartridge as well; guided through changing site/set. Patient rechecked and bg is now 552 mg/dl with no signs or symptoms. Patient took bolus correction and cs instructed reporter to check bg in 1 hour and to call health care provider (hcp) if unsure what to do or if bg does not come down. Cs educated reporter/patient on proper filling technique and on using room temperature insulin to fill cartridges. There is no indication of product malfunction. This complaint is being reported because a patient on pump therapy experienced hyperglycemia.

Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.